Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9-6cm in diameter abdominal aortic aneurysm. The patient had a short conical infrarenal neck. The proximal neck was 21-24 mm in diameter and 13 mm in length. It was reported that on the final angiogram, a type 1a endoleak was observed at the level of the renal arteries post implantation and ballooning. The physician decided to treat the endoleak with 5 aptus endoanchors however, the endoleak reduced but was still present. The physician decided to provide enhanced follow up with the patient and check the endoleak on the first available CT scan. The physician believes that with the contained, stagnant flow into the area that it would thrombose quickly and the patient would recover well. The physician stated that the patient¿s short conical aortic neck may have contributed to the endoleak and that the patient also had an accessory renal artery that was purposely covered during evar which was in the area of the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Review of pre-implant cta¿s and 3d sizing film report confirmed that the patient had a 5.8cm max diameter aaa which contained irregular-shaped thrombus. The proximal neck diameter just below the renals measured 21mm, contained thrombus, with an area of calcification seen on the posterior wall near the level of the renals. The neck diameter was 24mm; 13mm below the renals. The infrarenal neck was angulated approximately 35 deg l-r. The distal aortic diameter was 2cm and was extensively calcified. The iliacs were severely tortuous and calcified. The cause of the proximal type I endoleak reported on final angio, which self-resolved at follow-up, could not be determined. Images during implant and post-implant were not available for review, and the endoleak and aptus endoanchors implanted to treat the endoleak could not be assessed. It is possible that the short and conical proximal neck may have contributed. The thrombus observed within the proximal neck may have also contributed.